Manufacturer narrative:
Analysis of the returned device revealed that the glass cap exhibits a circumferential fracture at the proximal side of fiber/glass fusion zone. The fiber proximal to fracture can rotate independently of metal cap. The glass cap and metal cap are detached and not returned. The outer flow tubing open end wall is torn. Based on device analysis, the potential for forward firing may exist. The probable cause of the failure is: operational context. The probable cause was determined based on heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber. The identified issues noted above may activate the fiberlife function which would modulate the power showing a pulsing beam or system would be placed into standby mode. The probable root cause for 'fiber torn' is: undeterminable. An evaluation conclusion code of "cause can not be traced to this device" was assigned to this investigation.

Event description:
It was reported that during a bph procedure the fiber cap detached. The fiber was exchanged and the second fiber showed an error message of "excessive fiber usage". The second fiber was exchanged and the case was successfully completed with a third fiber. No patient clinical consequences were reported due to this event. This report is for the first fiber.